Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. Evaluation summary (B)(4) no anomalies found, distal and defib conductor distorted, several conductors blood/body fluid (not obstructed), defib conductor fracture, blood/body fluid outer tubing overlay, inner tubing kinked/buckled, outer tubing overlay melted, outer insulation torn, helix/lobe distorted/bent, blood in/on helix/lobe mechanism, tip electrode (non-electrical), apparent explant damage. Full lead in segments returned and analyzed.

Event description:
Attorney alleges that "in (B)(6) of 2008, (patient) underwent surgery for extraction of a fractured and defective sprint fidelis lead after suffering numerous inappropriate firings of her defibrillator. (Patient) underwent numerous additional surgeries, medical treatment and hospitalizations between (B)(6) of 2008 and (B)(6) of 2008 due to complications stemming from the defects in her sprint fidelis lead, and she ultimately died from these device-related complications on (B)(6), 2008." There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.